Event description:
Sparking was observed from the patient electronics unit when the unit was powered on. No adverse consequences were reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection inside of unit¿s enclosure assembly revealed damage to a capacitor in the i3 pcb. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.